Event description:
Reportedly, on (B)(6) 2026, impossible to interrogate implant. It seems to work normally since.

Manufacturer narrative:
Analysis of the provided information and files is still ongoing, results will be provided on the next report.